Manufacturer narrative:
Corrected fields: h3. H3 other text : not returned to manufacturer.

Manufacturer narrative:
Updated sections: b4, e1(name & email), e2, e3, g2, g3, g6, g7, h2, h10, h11. Corrected sections: b5, b6, b7, d1, d4(model/catalog/UDI #), d5, d10, h6(health clinical & impact).

Event description:
It was reported that before patient use, the cs300 intra-aortic balloon pump (iabp) screen image keeps flickering and makes curves unreadable. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse replaced the keypad controller pcb. The fse performed all functional and safety checks to factory specifications. The iabp was returned to the customer and cleared for clinical use.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings.

Event description:
It was reported that the display in the cs300 intra-aortic balloon pump (iabp) was flickering and displaying curves. The information on the screen was illegible. No patient harm, serious injury or adverse event was reported.